Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 234-774 mg/dl with ketone levels of 108-109 mg/dl resulting in diabetic ketoacidosis; cause was due to customer not addressing bg level with a backup insulin method as pump touch screen was shattered and inoperable. Subsequently, customer was hospitalized and treated with intravenous glucose, insulin and potassium infusion as well as salt and dextrose resolving customer's bg level. The customer was not released from the hospital at the time of report. Customer did not sustain any permanent damage.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged high blood glucose issue was not identified in the pump logs; no failure was identified. Additionally, based on the analysis, the alleged touch screen issues were verified.